Event description:
On (B)(6) 2018, the reporter contacted lifescan USA, alleging inaccurate erratic results. The reporter claimed obtaining blood glucose readings of ¿268 and 148 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision.